Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported four days post implant that the right atrial (ra) lead was under-sensing and had dislodged. The right atrial (ra) lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.